Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported damaged cannula or to determine whether it contributed to the reported hyperglycemia. Patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose history as follows: bg (mmol/l): 13.0, (mg/dl): 234; 17.0, 306; 20.0, 360. There were no exact times, carbohydrate count or insulin dosages provided. The pod was then removed. She stated her site was hurting and she believes that the cannula was still in her skin. She also notices a little bump on her skin.